Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-04426. The was reported the pt fell hard on a boat on his right side. The pt reported after the fall, he felt a shocking pain when the stimulation is turned off. When the stimulation is turned on, it was reported the shocks are not present. The pt reported he still has effective stimulation (location and coverage). The impedances were found to be normal for the lead. Follow up determined an x-ray had been performed. Attempts to determine the next course of action have been unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.